Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver shutdown unexpectedly. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. The receiver charge and boot up passed. The receiver download was retrieved and attached. The screen device information sn passed. The screen trend graph passed. The wiggle test passed. The use of multiple dexcom usb charging and download cables passed. The receiver passed all functional tests. The receiver case was opened, and the internal visual inspection passed. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.